Event description:
It was reported that the wake button is becoming unresponsive. Reportedly, the button has to be pressed multiple times for the pump to respond. There was no impact to customer's blood glucose level.

Manufacturer narrative:
The device has not yet been received for evaluation. Should new relevant information be received, a supplemental form will be completed.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.